Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs # 1225714-2013-01995, 1225714-2013-01996.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01995 and 1225714-2013-01996. Additional information has been requested and will submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experience was sudden in nature, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.